Event description:
Patient was revised to address knee pain and swelling.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 10-13 years ago. Examination was not possible, as no product was returned. The investigation was limited to the information provided, as the lot number required to review the device history records and complaint history was not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.